Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment in relation to the device turning off intermittently; the device powered on and stayed on with test power supply. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off intermittently during interrogation. There was no patient involvement.